Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was also reported the battery was depleting quickly. The customer¿s blood glucose was 199-235 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.